Event description:
The hcp reported that the pt has not been getting pain relief since the pump was implanted. The hcp has been slowly tiltrating the dose of prialt up. The pt denies any falls or accidents, but has been playing golf recently. The hcp withdrew 12.3 ml from the pump when 7.4 ml was expected. The pump logs were checked and no events were noted. Additional information received from the hcp reported that the hcp attempted a rotor study which failed due to physician error. The hcp then suggested the pt see a surgeon for a catheter revision as he believed the pt's catheter was kinked. The pt stated he would discuss it and call the hcp back. The pt has not contacted the hcp since this time. Reference MFR report # 3004209178200702011.